Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 5 months. The pump was returned for investigation. The evaluation is not yet complete. Although the returned pump evaluation is not yet complete, review of a submitted system controller log file confirmed the reported driveline fault alarms and a pump stoppage was observed. The log file contained approximately 17 days of data ((B)(6) 2016 per time stamp). On (B)(6) 2016 at 10:02, the power began to fluctuate and elevate above 10 watts peaking at 21.9 watts. On (B)(6) 2016 at 10:17, the power fluctuations activated the driveline fault alarm. The alarm remained active until the percutaneous lead was disconnected to exchange the system controller. The alarms and power changes did not affect the controller¿s ability to operate the pump at the set speed. There were no notable alarms active prior to (B)(6) 2016 when the power fluctuations started. The system controller was removed from use on (B)(6) 2016, and then was reconnected to the percutaneous lead on (B)(6) 2016. At 17:40 on (B)(6) 2016, the pump began struggling to maintain a speed above the low speed limit and stopped several times before the percutaneous lead was disconnected to exchange the system controller. A supplemental report will be submitted when the manufacturer¿s pump investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad system was sounding driveline fault alarms. The system controller was exchanged. After a few hours on the new system controller, the log file was retrieved and the driveline fault alarm had resolved. The patient was reportedly asymptomatic. On 06/06/2016, a driveline evaluation was performed by the manufacturer's technical services representative. A strange feel was noted when assessing the driveline near the skin exit site; therefore, the driveline's outer silicone jacket was cut open in that area. Fluid was found in the driveline and a decision was made by the surgical staff and clinical specialists to terminate the driveline evaluation and exchange the lvad. The driveline was sealed with silicone adhesive and rescue tape. The pump exchange was performed on (B)(6) 2016. It was also noted that review of the log file during investigation revealed unexplained pump stoppage events on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
A momentary pump stoppage on (B)(6) 2016 was observed upon review of a log file extracted from a previously returned system controller. The previously returned system controller was functionally tested and operated as intended during analysis. A root cause for the observed pump stoppage could not be determined. Additional log files dated (B)(6) 2016 were submitted for evaluation at the time of this event. A review of these log files and the log file retrieved from the returned system controller in use at the time of these events confirmed the report of ongoing driveline fault alarms. The information contained in the log files indicated a potential issue with motor phase 2. The pump was returned assembled with the driveline severed approximately 4 inches from the pump housing. The severed section of the driveline was also returned. The silicone sleeve was removed and evidence of fluid ingress was present underneath. A breach in the silicone sleeve was identified approximately 4 inches from the pump housing. The breach in the silicone sleeve was analyzed using electron microscopy and no evidence of fatigue failure was observed. The tear in the silicone tubing appeared to be caused by damage inflicted by a sharp instrument. The analysis could not determine the timeframe during which the damage occurred. Prior to removing the bionate layer, electrical continuity testing was performed, revealing evidence of discontinuity in the black wire, a redundant wire of phase 2. Visual inspection of the underlying wires after removal, identified damage to the black wire adjacent to the pump housing. The damage appeared to be consistent with fatigue damage due to repetitive flexing of the wire at this location and rusting due to the fluid ingress. When the black wire was manipulated, the wire insulation elongated, indicating that the internal conductors were not intact. The reported driveline fault alarm would have occurred as a result of the broken internal conductors within the black wire. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.